Event description:
It was reported that right atrial (ra) lead is out of position. Physician wants to know if patient can get a magnetic resonance imaging (MRI). Boston scientific technical services (ts) discussed not as it would go against conditions of use since lead is known to be compromised. Additional information indicated that the lead was dislodged and was confirmed via chest radiography (cxr) after diaphragmatic stimulation was noted in the clinic. Patient and physician elected not to do a lead revision. Also, patient's device was reprogrammed to ventricular demand pacing (vvi). To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead is out of position. Physician wants to know if patient can get a magnetic resonance imaging (MRI). Boston scientific technical services (ts) discussed not as it would go against conditions of use since lead is known to be compromised. To date, the lead remains in service. No adverse patient effects were reported.